Event description:
Customer was on a low air loss bed which deflated. The customer was found with her head between the bedrails. The nurse & cna, disengaged the customer, her neck & l shoulder were noted to be red and returned to normal color after a short period of time. The plug to the motor was noted to have come out. On further investigation it was noted that the siderail had caught the cord. The bed was reinflated, & rep notified. The customer suffered no injury. Within 24 hrs the rep placed an adhesive to the motor to prevent further dislodgment of the plugs.